Manufacturer narrative:
This situation was investigated by the local ge field engineer. The field engineer tried to reproduce the situation and after many attempts was able to cause the table top to move into a position where it could contact the floor. Further investigation is ongoing.

Event description:
The table was in the lowered position, when the table was tilted back it impacted the floor. The concern is for a possible pinch point between the table and floor. There was no report of injury.